Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace from the beginning.

Manufacturer narrative:
Customer report was confirmed. Continuity testing found a full open condition for both the distal and proximal electrode circuit. Catheter body appeared to have been stretched, as leadwires inside the catheter were rippled between 76 to 85 cm area. A cut down of the catheter found that both leadwires were broke between the 76 to 85 cm area. Two sutures were found tied at the 36.5 and 47 cm area of catheter body.